Event description:
In 2006, nellcor puritan bennett received a report of "air leakage between inner and outer canula exteriorized by bubbling at connection between outer canula and flange."

Manufacturer narrative:
The sample and lot number associated to this report are not available for evaluation. The reported complaint mode of "fluid/pressure leak" is being addressed in a CAPA.